Manufacturer narrative:
Two images were reviewed by a boston scientific quality engineer. It was possible to see the handler with the guidewire loaded, and the device lot number. Additionally, the device has now been received, and investigation is still in progress. Upon completion of the analysis of the complaint device, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire stuck occurred. After ablating both of the left pulmonary veins, it was a left pulmonary vein trunk, then moved to the right side. At the very beginning, there was a reversed branch at the right inferior pulmonary vein. Later on, when the physician tried to catheterize the right inferior pulmonary vein with the flower, he could not advance the merit inqwire rosen j tip guidewire out of the flower. So, the physician removed the catheter. When the catheter was out, it was possible to fully remove the guidewire, but when trying to advance it, there was a point where it would block and would not come out of the catheter's distal end. Troubleshooting consisted of trying another guidewire, but it still did not work. It appears that the catheter was occluded. Subsequently, the catheter was replaced, and the procedure was completed. There were no patient complications. The device was received for analysis and investigation is still in progress. It was further reported that no tissue was seen at the tip of the catheter or the guidewire prior to deployment. Once the guidewire got stuck, it was not possible to remove it, so the tip could not be visually assess.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire stuck occurred. After ablating both of the left pulmonary veins, it was a left pulmonary vein trunk, then moved to the right side. At the very beginning, there was a reversed branch at the right inferior pulmonary vein. Later on, when the physician tried to catheterize the right inferior pulmonary vein with the flower, he could not advance the merit inqwire rosen j tip guidewire out of the flower. So, the physician removed the catheter. When the catheter was out, it was possible to fully remove the guidewire, but when trying to advance it, there was a point where it would block and would not come out of the catheters distal end. Troubleshooting consisted of trying another guidewire, but it still did not work. It appears that the catheter was occluded. Subsequently, the catheter was replaced, and the procedure was completed. There were no patient complications. The device is expected to be returned for analysis. It was further reported that no tissue was seen at the tip of the catheter or the guidewire prior to deployment. Once the guidewire got stuck, it was not possible to remove it, so the tip could not be visually assess.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was returned without the original guidewire. Functional testing was performed, and a guidewire was able to be advanced and withdrawn through the catheter with no issue. The catheters array was also able to be deployed and undeployed with no resistance. An image was reviewed by a boston scientific quality engineer. It is possible to see the handler with the guidewire loaded but was inconclusive.

Event description:
It was reported that guidewire stuck occurred. After ablating both of the left pulmonary veins, it was a left pulmonary vein trunk, then moved to the right side. At the very beginning, there was a reversed branch at the right inferior pulmonary vein. Later on, when the physician tried to catheterize the right inferior pulmonary vein with the flower, he could not advance the merit inqwire rosen j tip guidewire out of the flower. So, the physician removed the catheter. When the catheter was out, it was possible to fully remove the guidewire, but when trying to advance it, there was a point where it would block and would not come out of the catheter's distal end. Troubleshooting consisted of trying another guidewire, but it still did not work. It appears that the catheter was occluded. Subsequently, the catheter was replaced, and the procedure was completed. There were no patient complications. The device was received for analysis. It was further reported that no tissue was seen at the tip of the catheter or the guidewire prior to deployment. Once the guidewire got stuck, it was not possible to remove it, so the tip could not be visually assess.